Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from february 27, 2019 - march 01, 2019. H10: four (4) samples were received for evaluation. Visual inspection was performed along with magnification with the fill port caps removed, which observed a loose particle matter inside the fill port connector in three (3) samples. The reported condition was verified in the 3 samples. The cause of the condition could not be determined. The remaining device showed no particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2021 - (B)(6) 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was found within the fill port of four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was discovered prior to patient use of the device. There was no patient involvement. No additional information is available.